Event description:
It was reported during implant that the right ventricular lead perforated that cardiac tissue upon first fixation attempt. The lead was retracted but the helix was difficult to re-extend due to tissue clogging the helix. With further rotation attempts, the helix was able to be extended but it was found to be deformed. The product was successfully exchanged. No surgical intervention was made to the perforation. The patient was stable following procedure.